Event description:
It was reported there was an alarm confirmed by telemetry due to a motor stall. The alarm was heard as the pump was being interrogated in preparation for a refill. The patient had a magnetic resonance image (MRI) the day before but waited to have the pump checked until the day of this report. The motor stall occurred at 09:55 on (B)(6) 2012 and recovered at 10:42 on (B)(6) 2012. It was later reported the MRI was 3 hours. Telemetry showed that a motor stall occurred, but the pump was working fine. There were no volume discrepancies or issues. The patient was asymptomatic. The health care provider was able to refill the pump fine. The patient was seen (B)(6) 2012 for another refill and there were no volume discrepancies or issues.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (b)(60 2010, product type catheter. (B)(4).